Event description:
Caller states the patient tested 7.4 inr on the coaguchek xs system and 5.2 inr on a comparison lab. Caller states that the patient was treated with vitamin k at the hospital and released. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.